Event description:
Noise was observed on the iegm. A drop in r-waves and an increase in thresholds were also observed. X-ray showed that the lead was still in the same position when initially implanted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6)2010, a rise in threshold was observed. X-ray revealed another lead dislodgement. The lead was capped.